Event description:
A company field representative reported on orthadapt bioimplant used in an anterior talofibular ligament (atfl) procedure had been explanted. Date of implant, explant and the symptoms leading to the explant were not reported.

Manufacturer narrative:
The case reportedly involved using an orthadapt in a atfl (anterior talofibular ligament) repair; orthadapt bioimplants are not indicated for ligament repair or use in load bearing/structural applications. Multiple requests were made to obtain specific case information; however, the information was not provided. Based on the limited reported information, a root cause for the explant could not be determined. The product lot number was not provided to the manufacturer.